Event description:
A (B)(6) male consumer reports he developed an infectious corneal ulcer with use of this product. The consumer states he began product use (B)(6) 2007 and experienced eye irritation (B)(6) 2007. The consumer indicates the product was not cleaning his lenses as expected and fungal growth had occurred. The consumer sought treatment from his ophthalmologist and was diagnosed with a corneal ulcer. The event was treated with zymar 3% q1h initially, and then reduced to q3h. The consumer indicated he was better on (B)(6) 2007, however he was still scheduled for follow-up every 24 hours with his ophthalmologist. On (B)(6) 2007, the consumer indicates his visual acuity has not been altered despite development of scar tissue and confirmed the ulceration was non-centrally and superiorly located. His previous exam on (B)(6) 2007 revealed near 100% resolution. Additional info has been requested however nothing further has been received.

Manufacturer narrative:
This product is marketed in (B)(4) under the trade name opti-free multi-action. (B)(4) the device used by the pt was returned for analysis and all results were within specification. Product lot was released according to specifications. There have been no other complaints for this lot. (B)(4).